Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2024-18943. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024; brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient complained regarding soreness and inflammation around skull area where lead/extension connector was.  Surgeon determined that the device was infected at the lead/extension junction.  The extensions and implantable neurostimulator (ins) were explanted and leads were capped. Wounds were swabbed for cultures and washed out with bacitracin and then closed. Once patient completes consult with physician and completes course of antibiotics, the neurosurgeon will re-implant a percept device with extensions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of the infection is unknown.